Manufacturer narrative:
A pro-PICC full nursing tray with the header bag partially opened was returned. There is a visible hole in the header bag in the lower left corner and a tear in the blue wrap at the same location. The tray was opened and unwrapped. The cover was off the 22g 1.5" safety introducer needle. An investigation has been initiated. When the investigation is complete a final report will be submitted.

Event description:
It was reported that the physician was stuck with a needle that was sticking through the tray.